Event description:
A vaxcel pasv port was placed for therapeutic purposes. On a separate occasion, it was reported that the catheter fractured inside of the pt and then migrated to the right atrium. The fragments were removed at a later date. This device has not been received for eval yet. Therefore, a failure analysis is not available and the co is unable to determine if the device met its specs. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. The co is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.